Event description:
The unit pulled to the magnetic field. Biomed was notified by the respiratory therapist. Biomed found that the unit was not sitting on rails properly. Unit was not seated properly on frame. Biomed ran thru all necessary tests and reseated and tightened all necessary points on unit. Unit passed all test. Verified proper operation. Last planned maintenance: 8/2018, next scheduled maintenance: 8/2019, frequency: annual maintenance. This event took place before the scan started. The patient was on the exam table while respiratory was setting up.